Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced dyspareunia, exposed mesh, urgency, frequency, incontinence and cystocele. Revisions of the mesh and reapproximation of vaginal tissue were performed.